Event description:
During shift check, the customer's biomedical engineer observed that the autopulse platform (B)(6) displayed fault code 16 (timeout moving to take-up position). No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.